Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm as well as keypad anomaly. Customer was unable to successfully clear alarm. The insulin pump was not dropped or exposed to moisture. All buttons did not responding. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 43 alarm during rewind. Problem isolated to motor. No keypad anomalies noted during testing. Unable to confirm pump error 130 due to constant pump error 43 during rewind.